Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the carotid artery using a benchmark 6f 071 delivery catheter (benchmark), non-penumbra balloon catheter and spider wire. During the procedure, the physician advanced the benchmark as a guide catheter and placed the balloon catheter and spider wire in the target vessel. After inflating the balloon to normal pressure and deflating, the physician attempted to retract the balloon catheter back into the benchmark; however, experienced resistance and was unable to fully retract the balloon catheter back into the benchmark. Therefore, the physician removed system and found the distal tip of the benchmark to be ¿accordioned¿. The procedure was completed using a non-penumbra guide catheter, guidewire and stent retriever. There was no report of an adverse effect to the patient.